Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has been informed that during servicing a maxi move patient lift, the third party service engineer tip over one of the legs of the lift. The engineer was aware of the legs of device but lost their balance while maneuvering in a confined space. In effect ge service employee was reported to have sustained a laceration to the face and received stitches. The event took place at the following hospital: (B)(6).

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Detailed review of reportable complaints showed no other case concerning stumbling over maxi move, without any apparent or reported malfunctions of the device, therefore we can state that the problem reported in (B)(4) is a single event. The legs of device are extending horizontally to provide proper stability of the lift on one hand and to fit under furniture like armchair or bed on the other hand. Height of the chassis (with standard castors) is 117 mm - which allow tripping over when not being careful. As was reported by the ge healthcare representative, the third party service engineer was aware of the legs but lost their balance while maneuvering in a confined space which leads to the conclusion that this event was most likely caused by user error as not paying attention when handling the device. Unfortunately no information has been provided regarding the serial number or condition of the involved maxi move, but there is no indication of any malfunction. The situation where the person tripped over the device leg is considered to be unfortunate accident. There are also other factors that need to appear to cause this incident e.g.: lack of carefulness, lack of space. From our evaluation we consider this event to be isolated case where the user was not careful enough to avoid this incident and the device played a passive role in the event. The device was being used for patient care but at the moment of this event there was no patient involved.